Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Initial inspection revealed the image acquisition system (ias) computer's hard drive had failed, also a broken handswitch was noticed during inspection. Replaced ias computer and handswitch. System was returned to service. The computer was returned to the manufacturer for evaluation. Analysis confirmed the reported problem " system stopped working gantry lights flashing." The imaging system computer initially powered up with successful os and application (3.1.6) loading. Time/date check (cmos) was good. While running virus scan, the computer shut down. The housing was warm to touch and it was noted the fan was not running. A restart resulted in interrupted start up, and the computer, while warm, doesn't progress to windows. Virus scan and system testing were not performed due to truncated start up. Fan connection is secure, faulty fan causing overheat condition. The damaged handswitch was also returned. Analysis confirmed the reported complaint, return tag- "broken in half." The seal where the mating half's are joined together has separated. The plastic standoffs that house the 4 mounting screws holding the hand switch half's together, have been broken, causing the separation. It was confirmed that the damaged computer was the root cause of the reported issue. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system stopped working and the gantry lights began to flash. The system was rebooted without resolution. It was necessary to manually open the gantry door to remove it from the surgical field. The use of the system was discontinued because of this issue and the case was completed successfully using a second system. There was a reported delay of 20 minutes because of this issue. The patient was not affected.